Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at 27.89 and 24.75 psi (pounds per square inch) during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported failed downstream occlusion test 27.89 and 24.75 pounds per square inch (psi), was not reproduced. The device completed and passed three downstream occlusion tests with the following results: 12.2 psi, 10.9psi, 12.5psi . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.